Event description:
Pt experienced unexpected electrical shocking at site of back connector unrelated to position changes. The pain became more intense with higher amplitude usage, otherwise the stimulation remained unchanged. There was no reported problem with the pulse generator itself. After revision of the lead and boot, as well as replacement of the pulse generator, there was no apparent relief from the surging sensation. The physician decided to replace the pt's electrical lead, and the pt had had no further complications since the last surgery.